Event description:
It was reported that a revision surgery was performed. The surgeon noted severe degenerative joint disease of the right knee. A total right knee arthroplasty was performed to correct.

Manufacturer narrative:
.